Manufacturer narrative:
An investigation was carried out into this complaint and the conclusions are following. It was reported that during the resident's transfer with arjohuntleigh sara 3000 active lift and sling, the resident (female, age (B)(6), weight approximately (B)(6)bs) slipped out of the sling. The resident sustained an arm fracture as a consequence of the event. The surgery was performed in which pins were placed in the resident shoulder. Active sling is a product intended for assisted transfer and rehabilitation of residents. Active sling is intended to the patient/resident who can sit in a wheelchair, are able to partially bear weight on at least one leg, have some trunk stability, dependent on caregiver in most situations, are physically demanding for carer, stimulation of remaining abilities is important. Active sling should be used together with arjohuntleigh lift devices. A range of different slings are available, in a wide variety of sizes. As per the information collected upon the investigation, the customer was using one sling size (xl) for all residents in the customer facilities. Product's instruction for use (IFU) is provided with each device. IFU 04.sf.00-int1_2 dated (B)(6) 2014 provides guidelines for using correct size sling. It indicates that: "the right type and size of slings should be used after proper assessment of each resident's size, condition and type of lifting situation. If the patient/resident does not meet these criteria and alternative equipment/system shall be used", "warning: to avoid injury, always assess the resident prior to use", "warning: to avoid resident from falling, make sure to select correct sling size according to the IFU". IFU guides how to select the correct sling size. It states to take the resident's physical disabilities, weight distribution and general physique into account before selecting correct sling. In the complaint at hand the sling used was inadequately selected for the resident. When a bigger sling is used for a smaller resident, the sling cannot be tighten enough to hold the resident and in a consequence the resident may slip out of the sling. A review of previous complaints, performed simulations and our product knowledge showed that there is no possibility of a person to slide out of the sling during on label use of the device. A few elements occurring simultaneously may contribute to a person slipping out of sling, with the following sequence of events (at minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). The sling is two size bigger (in the reported event, the customer was using size xl instead of size m). Following the indication stated by arjohuntleigh representative, who visited the customer, that the customer is also using non-arjohuntleigh slings which have multiple loop choices for different users, it can be assumed that the customer staff might got confused and mistakenly used one arjohuntleigh sling size with different residents regardless of their physique. After the event the customers staff received an in-service on (B)(6) 2017. A customer was trained and educated on various sling options for the sara 3000. There was no product failure, the functional tests performed did not revealed any defects within the sling and lift which work as a system. In conclusion, from our evaluation, it would appear most likely that the event was caused by the user not following the IFU, the active sling was used for patient's care and in this way was directly involved in the alleged event. However, no defect has been found, the system met manufacturer's specification when the event took place. We report this event to competent authorities due to a resident fall and a serious injury sustained as a result.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint where it was indicated that during transfer with sara 3000 lift and sling, resident slipped out of sling. As a consequences resident sustained arm fracture and was hospitalized. Medical intervention was required, the following was reported: "performed surgery in which placed pins in her shoulder." It was informed that wrong size of sling was used (extra large instead of medium).